Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer successfully changed set. The customer declined to troubleshoot for high blood glucose stated healthcare provider still need to adjust the insulin pump. The customer was through using manually entering for meter.